Manufacturer narrative:
Placeholder.

Manufacturer narrative:
A review of the complaints database was conducted, and over the previous six months there was one similar complaint (cc # (B)(4)) found related to the failure mode involving this part number 352506100e. No similar complaints were found related to this lot number q1429690. The sample device was visually inspected and found not to have any visible damage. A functional analysis found that the filter was stuck and unable to advance over the guidewire. The device had body fluid on it believed to be blood clotting that may have been responsible for preventing the advancement of the filter over the guidewire. The complaint was confirmed. A conclusive root cause was unable to be determined. It is possible that during the procedure in the user facility, a blood clot formed on the guidewire, resulting in the resistance of the filter. Since a manufacturing defect cannot be confirmed, no further evaluation can be performed at this time.

Manufacturer narrative:
Sample device returned to argon medical on 12/20/2019. Evaluation of the device is in progress. Follow up report will be provided once investigation has been completed. Expected due date will be 1/17/2020.

Event description:
Patient arrived in ir for ivc filter placement. Upon over the wire delivery of ivc filter to appropriate infrarenal location, guidewire was unable to be withdrawn from filter as stated in IFU. Ivc filter was subsequently retrieved from patient and a new filter was placed without incident.